Event description:
It was reported that as lvp 20d dehp 3ss cv came apart before use. This occurred on 2 occasions. The following information was provided by the initial reporter: material #: 2426-0500. It was reported that two bd alaris pump infusion sets were found in two pieces upon opening packages.

Manufacturer narrative:
H.6. Investigation: one unused primary set, model 2426-0500 lot unknown, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's bottom smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint that bd alaris pump infusion sets were found in two pieces upon opening packages was verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing.

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: one unused primary set, model 2426-0500 lot unknown, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's bottom smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint that bd alaris pump infusion sets were found in two pieces upon opening packages was verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing.

Event description:
It was reported that as lvp 20d dehp 3ss cv came apart before use. This occurred on 2 occasions. The following information was provided by the initial reporter: material #: 2426-0500, batch/ lot #: unknown (x2). It was reported that two bd alaris pump infusion sets were found in two pieces upon opening packages.